Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary the device was received and evaluated at the service center. The reported complaint that the device does not attach the blade was confirmed. The drill mounting mechanism was found to be defective. The motor did not turn as the shaft was stuck. The keypad pcb was corroded and the locking ring was not closing properly. The defective drill mounting mechanism 1.0 was replaced by 1.25. Also the motor and the handcontrol set were replaced to correct the identified failures. The device was cleaned, repaired and tested for functionality. Fluid ingress into the system is responsible for the corrosion of the keypad pcb. It is also one root cause for the damage to the motor. However, given the information provided we cannot discern a definitive root cause for the defective drill mounting mechanism and locking ring. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6)2014 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/12/2014 and passed all functional testing before being returned to the customer. H11 corrected data b3 date of event is unknown d10 e1 facility information device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via e-mail that the micro tornado hand-piece with hand control does not attach the blade. The case was reported pre-op. The customer states that they have no further information.